Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, front panel display turned off after pressing the cavity mode switch due to a defective circuit board, leakage found from the k connector unit, scratches on the top cover, chassis and front panel, and minor corrosion on the rear panel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, high flow insufflation unit insulator was not working, and the front panel disappeared when cavity mode was press. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction was made to e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of both failed parts (front panel and k-connector unit) could not be identified. It it likely that the failures were due to handling of the device. The events could have been prevented by following the instructions in the manual of uhi-4, which states: "[important information ¿ please read before use]. Do not apply excessive force to the connectors. Otherwise, a failure of an electrical contact may result in a malfunction. [6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully." Olympus will continue to monitor field performance for this device.